Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on february 14, 2024, with lot number 1745140. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed total delamination on the valve assessed as adhesive failure and observed crack on the valve assessed as cracked valve seat diaphragm valve. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "hole somewhere as it was deflated". This record is for the left side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/mar/2024.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "hole somewhere as it was deflated". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "hole somewhere as it was deflated". This record is for the left side. Device was explanted.